Event description:
It was reported that a patient felt full during peritoneal dialysis therapy. This occurred during dwell cycle five of five on the homechoice. The caller stated the drain volume equaled 4000ml and the fill volume equaled 2000ml. The technical service representative arranged a for a replacement of the device and advised the patient to complete therapy with manual supplies until the new device arrived. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log did not verify the reported event. A review of the service history revealed that previous servicing of the device was not related to the reported event. An external/internal inspection was performed and the device passed. The device also passed electrical and functional testing. A short simulated therapy was performed and completed successfully on the device. A check of the pneumatic system found the pneumatic system working to specifications. Sample analysis did not verify or duplicate the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.